Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during implant attempt, there were no pacing spikes without full attachment to the lead with a setscrew. The device was not used and was replaced. No patient complications have been reported as a result of this event.